Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an apparent lead fracture. Patient mentioned location of leads with respect to clavical. The lead remains in use. No patient complications were reported as a result of this event.